Manufacturer narrative:
The device was returned for evaluation. The unit was received with the hex bushing worn and the lock still moved after the unit was locked down. Also, unit was stiff when rotated and needed to be replaced. General maintenance and cleaning required. The build records showed no issues during DHR review. The reported complaint was confirmed. The root cause was due to severely worn hex bushing and the unit was out of adjustment.

Event description:
A customer reported an a2000 mayfield skull clamp was stiff and needed to be repaired. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.